Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has no hearing sensations. It is unknown if there was an accident or trauma. Re-implantation is considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation took place but the device has not been received yet. This is a final report.

Event description:
The recipient had no hearing sensations with the device. Per new information a sudden decrease in responsiveness from the child was noticed by the guardians. A trauma or accident cannot be ruled out. Re-implantation took place. Despite several requests the device has not been received for investigation yet.